Event description:
Dealer alleges that consumer brought back nebulizer as a burning smell was noticed while the nebulizer is plugged in and in use. Dealer stated there was no smoke.no injury is alleged.